Manufacturer narrative:
Product performance engineering reviewed the incident information. However, there was no reported device malfunction. Visual inspections were performed on the returned device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of thrombosis and surgical procedure are listed in the perclose proglide instructions for use, as known adverse events associated with use of suture mediated closure devices. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. And the treatment appears to be related to the circumstances of the procedure. There is no indication, of a product quality issue with respect to design, manufacture or labeling of the device. D9, h3, it was initially reported, that the device would not be returning for analysis. However, the device was returned.

Event description:
Additional information was received, stating that "both proglide sutures in the rcfa did not work as they were both cut off too early". Was referring to hemostasis not being achieved as the sutures were cut before completely advancing the knots. There was no tissue damage. No additional information was provided.

Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The three additional proglide devices referenced are filed under separate medwatch report numbers.

Event description:
It was reported that suture placement in the left common femoral artery (lcfa) and the right common femoral artery (rcfa) was attempted with proglide devices using the pre-close technique via a 7f sheath prior to an endovascular aneurysm repair (evar) interventional procedure. Reportedly, no suture was present when the plunger was removed, cuff miss occurred with the first proglide device in the lcfa. The sutures of two new proglide devices were successfully pre-placed in the lcfa. The sutures of two proglide devices were successfully pre-placed in the rcfa. The sheath was upsized to 14f and the evar procedure was completed. After both knots in the lcfa were tightened, bleeding was noted; therefore, a fourth proglide device was deployed to achieve hemostasis. Ultrasound was performed at the lcfa and revealed that there was no blood flow. A cut-down, vessel incision/ puncture site enlarged, was immediately performed and a thrombus at the puncture was recognized. At the rcfa, an ultrasound was performed first and issue was noted. Despite recommendations, it was decided to close the puncture with the proglide sutures and then perform a cut down. Both proglide sutures in the rcfa did not work as they were both cut off too early. The necessary cut-down was then performed due to the thrombus. It was confirmed by the physician that the thrombus on both sides was due to bad heparinization. Both access sites were closed via surgical suturing. There was a reported clinically significant delay in the procedure or therapy. The patient is doing well. No additional information was provided.